Manufacturer narrative:
H11: additional manufacturer narrative: updated sections b5, b7, h6 (component code, health effect - clinical code, investigation findings, investigation conclusions). Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Devices are typically explanted or disabled because they are not functioning optimally. In some cases, the failure mode is not provided. Other times, it may be reported as but not limited to; stenosis, increased/high gradient, regurgitation, transvalvular leak, thickened leaflet, leaflet tear, immobility, restriction, and/or unspecified svd or nsvd. Leaflet thickening may be attributed to structural valve deterioration (svd) and/or non-structural valve dysfunction (nsvd). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Nsvd is defined as any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nsvd refers to problems that are not directly related to failing valve components, yet it results in dysfunction of the prosthetic valve. There can be several causes of early leaflet thickening, such as early thrombosis/halt, early endocarditis or host tissue overgrowth. The subject device is not available for evaluation as it remains in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (type of investigation).

Event description:
It was reported and learned through medical records that a patient with a 29mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 2 years, 5 months due to thickened leaflets, severe regurgitation, and moderate stenosis. The patient presented with nyha class iii heart failure. The procedure was performed with a 29mm 9755rsl transcatheter valve. The patient was admitted to the pacu post procedure and discharged pod #1. Per medical records, the patient presented with nyha class iii heart failure. Cardiac workup revealed moderate-severe tr with large jet. Recent intracardiac echocardiography (ice) confirmed severe tr, mild stenosis, and thickened leaflets with restricted motion. Right heart catheterization and ttvr was performed to replace the existing prosthetic valve. Post-op ice imaging revealed newly implanted tricuspid valve was working well with no tr, ts, or pvl. The patient was admitted to the pacu post operatively and discharged pod #1.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned reported that a patient with a 29mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of 2 years, 5 months due to unknown reasons. The procedure was performed with a 29mm 9755rsl transcatheter valve.